Manufacturer narrative:
H6-code 213: the provided patient discharge summary and the photos have been reviewed. The photos show a severely manipulated graft. The graft layers have been separated, cut apart and one section folded inside out. The silicone layer appears to have maintained its cylindrical shape. The provided patient discharge summary and the photos do not allow for identification of possible causes for the adverse event.

Manufacturer narrative:
Code 4114: multiple attempts were made to obtain the explanted device, culture results and prepared histology slides but no additional information was received. Code 4119: multiple attempts were made to obtain the lot number of the device, but it was not provided to gore. Code 3221: without additional information, gore was unable to do further investigation of this event.

Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2018 a gore acuseal vascular graft was implanted in a patient with known endstage renal disease to create a left fem-fem bypass for dialysis access. It was stated that there was no blood flow within the graft after one week after a potential hypotension attack. On unknown date a left jugular permacath was implanted for haemodialysis. On (B)(6) 2019, the patient presented with fever and rigors during dialysis. An infection of the gore acuseal vascular graft was suspected, because the examination of the patient showed a non-functioning left fem-fem bypass with small discharging sinus at the arterial limb of the graft. It was stated that an infection of the permacath is considered to be unlikely. It was stated that the patient has neurogenic bladder with known urinary tract infection (uti). It was decided to explant the gore acuseal vascular graft. The intra-operative evaluation of the graft showed the following: there was serous fluid at the arterial limb of the graft. No pus was present. The graft was not incorporated with surrounding tissue. No thrombosis was seen inside the graft. The inner layer of the graft collapsed on the arterial side and on the venous side. It was reported that the explanted gore acuseal vascular graft was sent for culture and sensitivity for follow up. The physician stated, that he suspects a manufacturing issue based on his intra-operative findings.